Event description:
Ventriculoperitoneal (vp) shunt valve was set at a certain performance level number and then the nurse verified the setting was altered. The valve is set with a kit that positions the performance level with a magnetic field. This patient was using a gel rik mattress that has magnets on the front side to support the sheets nearby the head. The magnets are powerful enough to change the shunt setting. However, it cannot be determined with certainty if the patient's head was close enough to the magnets to make the change.